Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged hospitalization while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a bipap device's sound abatement foam. The patient alleged hospitalization while using the device. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external part of the device found unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an accessory port flip door, sd card, or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The manufacturer visually inspected the device internally and found there is unknown debris in the tracks of the ui panel. There is an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 1 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown observed in the base unit. Pil can confirm the presence of contamination in the airpath. A keratin-like substance was observed around the blower box outlet. Section h6 were updated in this report.